Event description:
A malfunction was reported on the pump, with the customer indicating no notable events prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.